Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Surgeon revised a cup, 2 screws, head, sleeve and liner with a larger, re-positioned cup and mdm liner due to dislocation.

Manufacturer narrative:
An event regarding cup malposition involving a tritanium shell was reported. The event was confirmed through the medical review. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "cup malposition contributed to impingement and recurrent dislocation with additional cup loosening requiring revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical was performed and concluded that "cup malposition contributed to impingement and recurrent dislocation with additional cup loosening requiring revision." No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon revised a cup, 2 screws, head, sleeve and liner with a larger, re-positioned cup and mdm liner due to dislocation.